Manufacturer narrative:
Block a2: patient's exact age is unknown. However, it was reported, that the patient was over the age of 18. Problem code a0402, captures the reportable event of balloon burst. Investigation result: visual examination of the returned complaint device, found that the balloon and the catheter of the device had no damages. Microscopic inspection was done. And found the balloon had a pinhole in the body of the balloon. Which does not confirm, the reported event of balloon burst. Functional analysis was performed, and the balloon was inflated without a problem. However, the balloon would not hold pressure, due to a pinhole on the proximal section on body of the balloon. It is possible, that interaction with scope or any other surface, during the procedure inside of the common bile duct could create friction on the balloon. Causing the issue of balloon pin hole, during the procedure. Therefore, the most probable root cause, is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed, that this device met all material, assembly and performance specifications. A labeling review was performed, and from the information available, this device was used, per the instructions for use (IFU) product label.

Event description:
It was reported to boston scientific corporation, that a hurricane rx dilation balloon was used in the common bile duct (cbd), during an endoscopic papillary balloon dilation (epbd) procedure. Performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon burst. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct (cbd) during an endoscopic papillary balloon dilation (epbd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon burst. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.